Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. This reported problem was confirmed. The defect reported by the customer has been verified and repaired. The measures used for repairing the defects are listed as follows, the motor and motor cable was replaced. "Micro": preventive replacement of o-rings performed according to the service manual unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test according to test procedure completed. Safety test checklist enclosed. The device has been repaired. Unit safety test (iec60601-1/din en 62353) performed according to the manufacturer's final test procedure with reference accessories. Further information regarding the cause of the defect has been provided in the input check report to help determine a root cause for this failure. The root cause for this failure is determined to be, the motor shaft was stuck, intermittent short circuit in the cable and hipot test failed. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in spain that the micro tornado hp w hand control device did not work. During in-house engineering evaluation, it was determined that there was intermittent short circuit in the cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.